Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device exhibited oversensing of noise during an ablation procedure, resulting in an unknown duration of pacing inhibition. Boston scientific technical services (ts) discussed options to prevent oversensing during procedures. No adverse patient effects were reported. This product remains implanted and in service.